Event description:
It was reported to covidien in 2009 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter was placed in late 2008 and had to be replaced three days later, due to poor flow. Patient later expired the same month. Cause of death reportedly unknown.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.